Event description:
It was reported while using the bd safetyglide¿ needle 25 g the needles were clogged. There were 10 occurrences and patients expressed dissatisfaction on having to stay longer for treatment. The following information was provided by the initial reporter: needles of this lot were blocked and hard to get fluids through. Difficulty injecting on several members/attempts. Increased resistance met once skin punctured and one incident of inability to inject requiring reinjection.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported while using the bd safetyglide¿ needle 25 g the needles were clogged. There were 10 occurrences and patients expressed dissatisfaction on having to stay longer for treatment. The following information was provided by the initial reporter: needles of this lot were blocked and hard to get fluids through. Difficulty injecting on several members/attempts. Increased resistance met once skin punctured and one incident of inability to inject requiring reinjection.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2025238. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of batch 2025238. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported while using unspecific amount of bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: needles of this lot were blocked and hard to get fluids through. Difficulty injecting on several members/attempts. Increased resistance met once skin punctured and one incident of inability to inject requiring reinjection.

Manufacturer narrative:
Correction: b5: describe event or problem: it was reported while using the bd safetyglide¿ needle 25 g the needles were clogged. There were over 20 patients involved and patients expressed dissatisfaction on having to stay longer for treatment. The following information was provided by the initial reporter: needles of this lot were blocked and hard to get fluids through. Difficulty injecting on several members/attempts. Increased resistance met once skin punctured and one incident of inability to inject requiring reinjection. ¿over 20 patients involved ¿delay in care ¿would have up to 3 nurses trying to flick the tubing, opening up the pump, wiping down the line to get pump to stop alarming so treatment could continue.  ¿no blood or bodily fluid exposure.

Event description:
It was reported while using the bd safetyglide¿ needle 25 g the needles were clogged. There were over 20 patients involved and patients expressed dissatisfaction on having to stay longer for treatment. The following information was provided by the initial reporter: needles of this lot were blocked and hard to get fluids through. Difficulty injecting on several members/attempts. Increased resistance met once skin punctured and one incident of inability to inject requiring reinjection. ¿over 20 patients involved ¿delay in care ¿would have up to 3 nurses trying to flick the tubing, opening up the pump, wiping down the line to get pump to stop alarming so treatment could continue.  ¿no blood or bodily fluid exposure.

Event description:
It was reported while using unspecific amount of bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: needles of this lot were blocked and hard to get fluids through. Difficulty injecting on several members/attempts. Increased resistance met once skin punctured and one incident of inability to inject requiring reinjection.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2003406. Medical device expiration date: 31dec2026. Device manufacture date: 03jan2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.